Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided if implanted; give date: lens was not implanted if explanted; give date: lens was not implanted, therefor not explanted (B)(6). The device is not returning for evaluation as it has been discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was sticking in the inserter. Patient contact with the actual lens was indicated but no patient injury or wound enlargement were reported. Through follow-up we learned that the trailing haptic/ lens got stuck during the implantation when the doctor turned the screw of the plunger and another lens was implanted instead. The device was discarded. No additional information was provided.